Event description:
A peritoneal dialysis (pd) patient experienced a "peritonitis event specified as a "fourth" peritonitis. The patient was hospitalized and was treated with levofloxacin and cephalosporins (first, second, and third generation) for peritonitis. Pd therapy was continued during the treatment. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.